Event description:
It was reported by the user that the ilet touchscreen became unresponsive and had a small crack in the lower right corner, after which the user could no longer operate the device and transitioned to backup therapy; blood glucose was reported as unaffected and there were no alerts or alarms. Investigation included device replacement logistics and collection of return for evaluation. Investigation of this case revealed a physically damaged display with loss of touch functionality. There was no user reported clinical symptoms and no injury during the event and at the time of call. Outcomes included no clinical impact requiring medical care. It was concluded that, based on previously established findings for similar reports, the event involved a damaged screen resulting in unusable touch input, with no patient harm.